Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The unit had minor scratches on the display window.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer wore the insulin pump in the swimming pool. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.